Event description:
It was reported that the patient was having troubles with their pacer and that the patient had been feeling some pounding in their chest. Follow-up was conducted but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.